Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: the investigation shows that the device, while connected to a patient in niv-st mode, entered ambient mode on (B)(6) 2025, accompanied by buzzer alarms. The reported issue occurred suddenly despite the device having passed all calibration tests in june. Log file analysis showed multiple technical issues at the time of the event, including tf 431001 (blower technical fault), ambient failure detected, and panel error detected. These issues led to a loss of ventilation, causing the device to switch to ambient mode. It is presumed that the ventilator was replaced. No patient harm was reported. The root cause was identified as a defective blower module. Corrective action involved blower replacement, after which all device tests were passed successfully.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): ventilator went in ambient during ventilation. Additional device required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.